Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass. According to the reporter: the suture line broke at day 3 after surgery. Re-operation was performed to correct the condition. The patient status was reported as okay.